Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did identify an increase in complaints for list number 02k41, however, an increase in complaint activity for lot 50503un24 was not identified. The device history review did not identify any potential non-conformances, deviations, or non-conformances. The historical performance of the architect stat troponin-I reagents was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 50503un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 50503un24. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 50503un24 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The patient had been discharged but was called back to the ER and redrawn. The result was <0.03 on the redraw. The following data was provided: initial result on serial number (B)(6) = 1.06 repeated on another instrument = <0.03 and again on (B)(6) = <0.03. Normal reference range=< 0.0300 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The patient had been discharged but was called back to the ER and redrawn. The result was <0.03 on the redraw. The following data was provided: initial result on serial number (B)(6) = 1.06 repeated on another instrument = <0.03 and again on (B)(6) = <0.03. Normal reference range=< 0.0300 ng/ml no impact to patient management was reported.